Manufacturer narrative:
Other, other text: device evaluation: one pneupac ventilators parapac plus was returned for analysis. Visual inspection performed, and product found with air mix, CPAP and peep knob end caps are missing. Input manifold is very loose inside chassis. Investigation was able to duplicate the customer issue. According to the investigation, the pressure on the device manometer gauge increased and did not cycles which is not indicative of a manometer problem but rather an input manifold issue. The investigation reported that the reported issue was caused by faulty input manifold. Investigation replace the device faulty input manifold kit and replaced the device high pressure dump valve as a pm. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the gauge was broken on the pneupac ventilator. The product problem was observed during testing. There was no patient involvement.